Event description:
It was reported that during use on a homechoice (hc) machine, the transfer set had disconnected from the patient line extension set. The home patient (hp) woke up and found the disconnection. During follow up with the hp, the hp stated that the connectors seemed to be looser than normal when they double checked the connection site. The hp had tightened it several times but it would not tighten well. The hp stated that therapy has been going fine since this event and there have been no other disconnections. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.